Event description:
It was reported that: "doctor was unable to get bypass tubing into manta valve. Device was discarded and new manta was successfully deployed." Additional information: "severe resistance was met when attempting to advance the bypass tube causing it to kink. There was no reported patient harm or consequence."

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
Qn# (B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2301537 was performed, and no relevant findings were identified. Case details were reviewed. Following an undisclosed procedure, an 18f manta was deployed for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. Buckling, bending, and kinking occurred to the bypass tube when resistance was met. The first 18f manta device and sheath were removed and a second 18f manta device and sheath were loaded onto the guidewire, deploying without issue. The patient did not experience any harm, injury, or health consequences from this event. The instruction for use indicates that if resistance is felt insert the bypass tube into the manta sheath, remove entire system and open a new device. The root cause of the complaint is manufacturing related. The occurrence rate of the event is 0.1095 percentage, the occurrence rate will continue to be monitored, and action will only be taken if it exceeds 0.40 percentage. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: "doctor was unable to get bypass tubing into manta valve. Device was discarded and new manta was successfully deployed." Additional information: "severe resistance was met when attempting to advance the bypass tube causing it to kink. There was no reported patient harm or consequence."